Event description:
It was reported that customer passed away. The last blood glucose recorded was 600 mg/dl. Per spouse, customer was the not wearing the insulin pump at time of death. Spouse stated that customer's friend had a conversation with his wife and customer stated pump was malfunctioning. Spouse informed by friend; the morning customer passed away she was coherent and sitting in bed. Customer did not show up for dialysis, that was when she was found dead at home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.